Manufacturer narrative:
Reporting facility name and reporting information has not been provided; thus, additional information cannot be obtained at this time.

Event description:
The following report was received via MDR report # mw5154084: "during laryngoscopy procedure, the operating room staff noticed smoke form the lightbox integra luxtec mlx." No further information has been reported.

Manufacturer narrative:
The suspected light source, fiberoptic, routine was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Based on the reported complaint, the probable root cause for this device having smoke coming from the lightbox is rough handling/environmental damage. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.